Event description:
It was reported that the cartridge was not fitting properly on the pump, resulting in the customer's blood glucose level reaching 1118 mg/dl. The customer experienced an adverse impact on blood glucose and required third-party assistance, with the customer's sister calling technical support to troubleshoot the issue. The customer and technical support took several corrective actions, including removing the case from the pump, inspecting the pump and cartridge, and cleaning the pneumatic tap area. Customer had not address bg level at time of troubleshooting. There was no injury reported, and the customer discussed ketone levels with their healthcare provider. Customer declined further trouble shooting. No additional information given.